Event description:
It was reported that immediately after opening the package, the customer noticed a part of the pouch that came in contact with the product was torn. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No product information has been received to date. No information has been received to date.this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.